Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to load a new cartridge but was unsuccessful. They contacted technical support, who guided them through cleaning the pneumatic tap area on the pump and filling and loading a new cartridge using the proper technique. This resolved the issue, and the caller successfully resumed insulin administration.